Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with 300cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade IV on the left breast and baker grade iii on the right breast). The diagnosis was confirmed by a physician upon examination. As a result, the patient has a bilateral explantation scheduled for (B)(6) 2019 and intends to replace with unspecified breast implants. This report is for the patient's left-sided device.